Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced recurrent overnight hypoglycemia while using the ilet bionic pancreas, including a prolonged low around 50 mg/dl followed by treatment with approximately 25 g of carbohydrate and subsequent rebound hyperglycemia to 257 mg/dl, consistent with overtreatment and corrective dosing after preventive snacking. No device component malfunction was identified and the issue related to use behavior. No adverse clinical symptoms associated with hypoglycemia and hyperglycemia reported. Outcomes included no health consequences or lasting impact. Investigation included communication with the patient and analysis of information provided. Investigation of this case revealed no device problem, with a usage problem identified involving improper or incorrect method that contributed to glycemic variability; no specific part or sub-assembly was implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.